Event description:
The lay reporter contacted lifescan on 10/2/05 and alleged that they were unable to get her father's one touch profile meter to work. The user was getting the not ok message on the subject meter during a test. He was also getting an insert strip message and was unable to test on her meter. He was taken to the emergency room and was there for two hours. The user was given oxygen, antibiotics, blood tests were performed, and a cardiogram was done. The reporter stated that "they were checking his heart" as he had an open-heart surgery. At the time of troubleshooting with the customer service agent, it was verified that this was not a new product and that the strip was not removed during the test. The reporter was walked through cleaning the meter, focusing on the optic area. The issue was not resolved after reviewing proper testing technique, and it was verified that there was no movement during a retest. It would also be helpful to know how long the pt was having this issue with the meter, what his diabetes medication regimen was, if he had attempted to test prior to going to the hosp, if his blood glucose level was tested at the hosp, and if he was given any treatment of diabetes. A replacement meter, control solution, and test strips were sent to the lay user.